Event description:
The customer returned the electrosurgical generator esg 400 to the service center for a separate issue. During the device analysis, the service repair technician identified that the device displayed a scope processor communication error (e433) and determined that the cause of the issue was failure of the high voltage power supply board and the power board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the displayed a scope processor communication error (e433) was failure of the high voltage power supply board and the power board. The conclusion was that the issue was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.